Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('shapr pelvic pain/pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("blood clots"), vision blurred ("blurry vision"), nausea ("nausea"), dysmenorrhoea ("severe menstrual cramps"), heavy menstrual bleeding ("extremely heavy flow"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), oligomenorrhoea ("long menstrual cycles"), amenorrhoea ("lack of menstrual cycles"), breast pain ("breast pain"), abdominal rigidity ("abdominal spasm"), arthralgia ("joint pain"), gastric disorder ("gi issues"), diarrhoea ("diarrhea"), migraine ("migraine"), hypoaesthesia ("numb/tingle feeling in hands/feet"), anaemia ("anemia") and rash ("rashes on legs"). The patient was treated with surgery (partial hysterectomy with pelvic floor lift). Essure (ess205) was removed in (B)(6) 2020. At the time of the report, the pelvic pain, thrombosis, vision blurred, nausea, dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, ovulation pain, oligomenorrhoea, amenorrhoea, breast pain, abdominal rigidity, arthralgia, gastric disorder, diarrhoea, migraine, hypoaesthesia, anaemia and rash outcome was unknown. The reporter considered abdominal rigidity, amenorrhoea, anaemia, arthralgia, breast pain, diarrhoea, dysmenorrhoea, gastric disorder, heavy menstrual bleeding, hypoaesthesia, migraine, nausea, oligomenorrhoea, ovarian cyst, ovulation pain, pelvic pain, rash, thrombosis and vision blurred to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('sharp pelvic pain/pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("blood clots"), vision blurred ("blurry vision"), nausea ("nausea"), dysmenorrhoea ("severe menstrual cramps"), heavy menstrual bleeding ("extremely heavy flow"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), oligomenorrhoea ("long menstrual cycles"), amenorrhoea ("lack of menstrual cycles"), breast pain ("breast pain"), abdominal rigidity ("abdominal spasm"), arthralgia ("joint pain"), gastric disorder ("gi issues"), diarrhoea ("diarrhea"), migraine ("migraine"), hypoaesthesia ("numb/tingle feeling in hands/feet"), anaemia ("anemia") and rash ("rashes on legs"). The patient was treated with surgery (partial hysterectomy with pelvic floor lift). Essure (ess205) was removed in (B)(6) 2020. At the time of the report, the pelvic pain, thrombosis, vision blurred, nausea, dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, ovulation pain, oligomenorrhoea, amenorrhoea, breast pain, abdominal rigidity, arthralgia, gastric disorder, diarrhoea, migraine, hypoaesthesia, anaemia and rash outcome was unknown. The reporter considered abdominal rigidity, amenorrhoea, anaemia, arthralgia, breast pain, diarrhoea, dysmenorrhoea, gastric disorder, heavy menstrual bleeding, hypoaesthesia, migraine, nausea, oligomenorrhoea, ovarian cyst, ovulation pain, pelvic pain, rash, thrombosis and vision blurred to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2022: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.